Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: medwatch report #mw5145733.

Event description:
User facility medwatch report [mw5145733] received and states: as reported by the edwards field clinical specialist, after successful implant of a 23mm sapien 3 ultra valve in the aortic position, a perclose failure at the access occurred. There was no report of vascular repair. There was no allegation of any edwards device that caused the event.